Event description:
Port needle / tubing malfunctioned during injection of contrast for CT. During injection of contrast at 5ml/sec, blue clave port one way valve that was not hooked to the contrast blew out. Pt was not harmed. Manufacturer response for power injectable infusion set, power loc max (per site reporter): reported event with bard representative. Return kit will be sent to facility in order to send sample to manufacturer for investigation by manufacturer.